Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) recommended further evaluation of the lead. This lead remains in service. No adverse patient effects were reported.